Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an initial increase in power consumption on (B)(6) 2017; however parameters returned to normal later on the same day. Multiple low flow alarms have been logged on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the high power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, high rpms. Based on the risk documentation, the most likely root cause of the low flows can be attributed to multiple factors including but not limited to inappropriate pump rotational speed, kink in outflow graft, thrombus at inflow cannula/outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the instructions for use (IFU): driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient had a chronic driveline infection. The patient subsequently underwent hvad to hvad exchange due to the infection. No further information was provided.

Manufacturer narrative:
Additional information received indicated that this patient's wound vac was discontinued on (B)(6) 2017 given good wound healing but she was continued daptomycin for eight (8) weeks. The patient was seen in the clinic on (B)(6) 2017 and found to be hypervolemic. Her oral lasix was increased to 40mg twice daily. She was also found with recurrent purulence similar to previous nodule in her sternum. The patient was instructed to come for scheduled admission on (B)(6) 2017 for mediastinal exploration. She denied any fever, chills, loss of appetite or other systemic symptoms associated with her abscess. She reported erythema and a pustule but no active drainage. She continued to have shortness of breath with edema and slight non-productive cough. She had gained weight in the last few months. Lvad pump was exchanged on (B)(6) 2017. The exchange was well tolerated by the patient. The patient was continued with intravenous (IV) daptomycin 400 mg every forty-eight (48) hours with instruction to change dose to 400 mg IV daily if creatinine <1.8. Infectious disease was consulted following wound culture from operating room (or). Cipro was added peri-operatively. Home medications: amlodipine 10 mg oral tablet, 10 mg, 1 tab, po, daily, 3 refills atorvastatin 40 mg oral tablet, 40 mg, 1 tab, po, daily, 3 refills bupropion 150 mg/24 hours (xl) oral tablet, extended release, 150 mg, 1 tab, po, 2x/day, 3 refills dakins quarter strength 0.125% topical solution, see instructions, use as directed by surgeon for wet to dry dressing to wound twice per day daptomycin 500 mg intravenous injection, IV injection, one time, 400mg ivpb every 48 hours ferrous sulfate 325 mg (65 mg elemental iron) oral tablet, 325 mg, 1 tab, po, 2x/day, 3 refills furosemide 20 mg oral tablet, 40 mg, 2 tab, po, 2x/day, after 4 days return to 2 tabs daily hydralazine 100 mg oral tablet, 100 mg, 1 tab, po, 3x/day, 3 refills magnesium oxide 400 mg (241.3 mg elemental magnesium) oral tablet, 400 mg, 1 tab, po, 2x/day pantoprazole 40 mg oral delayed release tablet, 40 mg, 1 tab, po, daily, 3 refills potassium chloride 20 meq oral tablet, extended release, 40 meq, 2 tab, po, daily, 3 refills. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Worsening heart failure is a potential event that may be associated with use of the product. The IFU and patient manuel provides guidelines on management of worsening heart failure. Patients who receive vads may develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. Sepsis is a potential event that may be associated with use of the product. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.